Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure, right ventricular lead exhibited increased capture thresholds. The lead was removed and replaced successfully. The patient was stable throughout the event.